Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drips of insulin exiting the infusion set tubing during the load fill tubing sequence. Blood glucose level was impacted (500's mg/dl) and was addressed by delivering a bolus and administering a manual injection. Reportedly, the customer changed out the cartridge and infusion set and was able to resume insulin delivery.